Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation, there was an insect infestation inside the charger. The cause for the failure was isolated to the infested charger. The root cause for the infestation was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.